Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/11/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing record evaluation was performed and identified a non conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Additional information was requested, and the following was obtained: did the needle and suture break on the same device or on 2 different devices? The same device. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unk. The diagnosis and indication for the index surgical procedure?: the procedure name is lung transplantation surgery, other information is unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? The procedure name is lung transplantation surgery, other information is unknown. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)?: unk. How was the suture placed (interrupted or continuous)?: continuous. What instruments were used to grasp the needle?: unk. Where was the needle grasped during use?: unk. Was the needle piece(s) retrieved during the same procedure? Yes. Does the piece/device remain retained in the patient's tissue? If yes, where are they located/in what structure? No. Please describe any medical/surgical intervention required for this suture event including dates and results. The patient was given intraoperative CT examination to assist in looking for and finding the broken needle. What was the reason for the 3 hour prolonged surgery time?: the patient was given intraoperative CT examination to assist in looking for and finding the broken needle. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Unk. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?: unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?: unk. What is the patient's current status?: unk. Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with two needles apparently detached, the suture is not visible in the image. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle and the photo became distorted when magnified. Based on the photo review. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a lung transplant surgery on (B)(6) 2023 and suture was used. During the procedure, the needle and suture broke when sewing the trachea, and the needle tip fell into patient. Then a CT was used to look for and retrieve the needle tip. The surgery time was prolonged for about 3 hours. The patient was in hospital for observation currently. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002, device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle and suture break on the same device or on 2 different devices? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If yes, where are they located/in what structure? Please describe any medical/surgical intervention required for this suture event including dates and results. What was the reason for the 3 hour prolonged surgery time? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/19/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: the product received for analysis was identified as product code w9109h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fractured surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidentally to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.